Event description:
It was reported that balloon dislodgement occurred. A 9.0x30x135 cm express ld vascular was selected for use. After unpacking, it was found that the balloon was fell off when flushed. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient was stable post procedure. It was further reported that when opening the package and flushed, it was found that the balloon was detached.

Manufacturer narrative:
Updated d4: lot number. Updated d4: expiration date. Updated h4: device manufacture date. E1 - initial reporter phone: + (B)(6).

Manufacturer narrative:
B5 - updated with additional information received through gfe response. E1 - initial reporter phone:(B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that balloon dislodgement occurred. A 9.0x30x135 cm express ld vascular was selected for use. After unpacking, it was found that the balloon was fell off when flushed. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient was stable post procedure. It was further reported that when opening the package and flushed, it was found that the balloon was detached.

Event description:
It was reported that balloon dislodgement occurred. A 9.0x30x135 cm express ld vascular was selected for use. After unpacking, it was found that the balloon was feel off when flushed. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.